Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. The patient reported that infusion set was leaked at site. The infusion set was used for one day. The blood glucose level was 28 mmol/l at the time of event. No further information available.